Manufacturer narrative:
Cont'd from concomitant products: bd 20ml syringe, therapy date 1/1/2018. Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a dosing syringe with 13 ml of avxs-101 was installed into the syringe pump however the infusion nurse recorded the syringe pump indicated only 12.5 ml was infused. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a discrepancy in the recorded volume infused versus the volume expected was not confirmed. Physical inspection of the device did not show any issues. Review of the log shows that the recorded volume in the selected bd 20ml syringe was 12.4921ml and the device infused this total volume. The concomitant administration set used for the infusion has an approximate priming volume of 0.7ml. It is possible that priming the tubing contributed to the loss of fluid within the syringe from 13ml to 12.5ml. Rate accuracy testing was performed and the device infused within specification. The root cause for the customer¿s report was not identified. It is suspected that the reported volume discrepancy may have been caused by priming of the administration set which would have removed a portion of the volume in the syringe.

Event description:
The customer reported that a dosing syringe with 13 ml of avxs-101 was installed into the syringe pump to infuse for 60 minutes however the infusion nurse recorded the syringe pump indicated only 12.5 ml had infused. There was no patient harm.